Event description:
The user facility reported an employee experienced a 'burning sensation' on her forearm while removing an empty s40 cup following a completed processing cycle. The employee received treatment for a first degree burn and missed 2.5 days of work. No procedural delays or cancellations occurred.

Manufacturer narrative:
The employee subject of the reported event was wearing gloves and safety glasses while handling the s40 cup. However, the employee was not wearing long sleeves, allowing her arms to be exposed. The system 1e operator manual states: "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." An in-service on the proper handling and disposal of s40 was completed on 11/18/2013.